Event description:
The customer initially reported that there was a wire protruding from the jaw of device. The incident device was returned and a visual inspection revealed that the jaw wire was broken, exposing bare wire.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed a wire loop near the jaws of the device was broken causing bare wire to be exposed. The moving jaw wire is the intended design of this device and will not interfere with the function of the instrument. It is possible that the wire was caught on the trocar causing the wire to pull out. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.